Event description:
A malfunction was reported on the pump, identified as malfunction code "malf 5." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer resumed using the insulin pump and sensor independently, acknowledging technical support's guidance to report any future issues.